Event description:
The complainant reported a patient was implanted with an impella rp device for mechanical circulatory support. While on support, there was low purge pressure with no leaks that would not resolve with cassette change and increased dextrose concentration. The family made the patient a do not resuscitation (dnr) and the patient expired while on support.

Manufacturer narrative:
The investigation for the reported purge leak ¿ pump and optical signal issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that a placement signal not reliable alarm occurs 4 minutes into the case. The snr goes to 0, lamp steps up, contrast decreases, gain increases and light remains stable. These 5s parameters are consistent with a sensor break. The product was returned and it was confirmed that there was a crack in the sensor face. However, with limited clinical information if there were other devices used, it cannot be determined how the sensor became damaged. The impella has a hmc pump stop but then it turns back on. At the same time the pump stops the placement signal cuts out. Due to this, it looks as if another device/material is interacting with the impella. However, due to lack of clinical information, it cannot be confirmed. Additionally, the data logs were analyzed and the purge pressure begins to gradually drop and purge flow increases. It does not resolve with a cassette and bag change, and there were no leaks visualized, and the purge fluid exited the purge gap. The alarm did not reproduce and the purge pressure head around 450mmhg for around 10 minutes with both purge cassettes returned. The root cause of the purge leak-pump and the pump stop cannot be determined. The root cause of the optical signal issue is due to a damaged sensor. This report is being filed as part of a retrospective review of historical records.